Event description:
A customer reported a problem with the footswitch during a cataract with intraocular lens implant procedure. The procedure was completed using the touchscreen. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replicated the footswitch issue reported. The footswitch interface printed circuit board (pcb) was replaced. The system was then tested and met all product specs. An internal investigation was opened to address reported incidents of footswitch related issues. To address this issue, a new footswitch interface pcb was created and implemented. The root cause of the footswitch issues was found to be a combination of board grounding configuration, component ratings, and board layout issues. (B)(4).